Event description:
The customer contacted a siemens field engineer (fe) who had previously performed service on their advia centaur instrument and stated that they had obtained discordant troponin results on the instrument. No patient data was provided by the customer. The customer also observed signal errors from the instrument. A (B)(4) study was performed on quality controls (qc) and one replicate resulted out of range. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results on patient and qc samples.

Manufacturer narrative:
A siemens field engineer (fe) was dispatched to the customer site. The fe performed a total service call and did not find an instrument malfunction. The customer followed up with the fe and stated that troponin qc was out of range. During troubleshooting, the fe instructed the customer to run b-type natriuretic peptide (bnp) qc, as the bnp method uses the same probes as the troponin method. The customer repeated the troponin qc, which was within range. The cause of the discordant troponin and qc results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.